Event description:
It was reported that when the device was used during a retro sigmoidectomy, the device cut but did not staple. The case was completed with another device and there were no consequence to the patient.